Event description:
It was reported in a retrospective analysis of 63 patients with stanford type b aortic dissection and inadequate proximal landing zone who underwent thoracic endovascular aortic repair (tevar) between (B)(6) 2016 and (B)(6) 2020 that patients were divided into two groups: the chimney group (n=28) and the in-situ fenestration group (n=35). 12 absolute pro stents were used in the chimney group and 1 in the in-situ fenestration group as branch stents. Three patients in the chimney group were found to have proximal occlusion of the chimney stent on computed tomography angiography (cta) at 6, 12, and 24 months postoperatively. All three occluded stents were self-expanding bare-metal stents (one non-abbott stent and two absolute pro stents). Additional information can be found in the summary article, "comparison of complications between chimney technique and in situ fenestration technique for managing inadequate proximal landing zone in stanford type b aortic dissection."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect(s) of stenosis is listed in the absolute pro vascular self-expanding stent system instructions for use as potential adverse effects (e.g., complications) that may be associated with the use of the device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment article titled, "comparison between chimney technique and in-situ fenestration technique for managing inadequate proximal landing zones in stanford type b aortic dissection." B3- estimated date d4: the UDI number is not known as the part and lot number were not provided. D6a- estimated date.